Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they turned their therapy off on friday and now they need assistance turning stimulation back on. Agent walked patient through connecting to their settings and patient confirmed that therapy was on, but they were not feeling the stimulation. Patient increased therapy to 2.8 but felt no stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.